Manufacturer narrative:
Investigation summary a photo where a bunch of claves are inside a plastic bag. However, no physical damage or anomalies were noted. One (1) used. List #b3300, clave¿ neutral connector was returned for evaluation. As received, a blood residual inside the clave was noted. The clave was tested as procedure and no internal/external leaks were noted. The clave was dissembled and no damage or anomalies were noted. A device history review was performed and no relevant discrepancies, anomalies or nonconformances were identified that might be related with the condition reported by customer. Complaint of leaks can be confirmed, based on the blood residual inside the clave. However, the probable cause is unknown.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
A microclave® neutral connector reportedly filled with blood and then leaked blood into the valguard and onto the linen. 30 minutes after placing this device onto the patient's line, it was found to be faulty. There was no patient harm.